Event description:
The customer reported the system will not start up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. System operates as intended.